Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia with a blood glucose (bg) level of 44 mg/dl following lunch. The user treated the low bg with orange juice and subsequently recovered without medical intervention.